Event description:
A customer reported experiencing a cartridge alarm issue on multiple dates, which occurred during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer reverted to an alternate method of insulin therapy.